Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were received. Evaluation findings (results/components) 2 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition 1 device: serviced and returned to customer 1 device: archived by stryker. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 2 events for the failure: fluid/blood leak. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.